Event description:
Pt fell in 1993, hunting, had pain but did not seek medical treatment. Saw surgeon on 1/3/97, a non union scophoid fx, waited until 1/8/97 for orif at scophoid and distal radius bone graft. 4/97 some pain to wrist, x-ray ok. 6/97 more pain, x-ray showed broken screw. Screw removed 1/21/98.

Manufacturer narrative:
Actual device was evaluated. Visual, photographic, and mechanical testing was performed. Device met all specifications.